Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra): spine tango implant report ¿ expedium, in a total of 2503 patients (2596 procedures; 1083 male and1439 female; mean age was 64.7 years) from december 21, 2011 to march 11, 2024. The following complications have been identified per country: belgium (n=14). Postoperative general complications - before discharge: (n=1) liver / gi, (n=1) other, (n=1) positioning-related, (n=1) pulmonary. Intraoperative surgical complications: (n=1) dural lesion. Postoperative surgical complications - before discharge: (n=1) wound infection deep. Reoperations at any level due to: (n=3) postoperative infection deep, (n=1) sagittal imbalance, (n=4) hardware removal. Reoperations at adjacent level due to: (n=1) postoperative infection deep, (n=1) sagittal imbalance, (n=3) hardware removal. Reoperations at same level due to: (n=1) postoperative infection deep, (n=1) sagittal imbalance, (n=3) hardware removal. Portugal (n=1), postoperative surgical complications - before discharge: (n=1) radiculopathy. Slovenia (n=8), intraoperative surgical complications: (n=5) dural lesion, (n=1) fracture vertebral structures. Postoperative surgical complications - before discharge: (n=1) csf leak / pseudomeningocele, (n=1) implant malposition. Switzerland (n=460), intraoperative general complications: (n=5) anaesthesiological, (n=4) cardiovascular, (n=2) other, (n=1) pulmonary, (n=3) thromboembolism. Postoperative general complications - before discharge: (n=6) cardiovascular, (n=4) other, (n=6) pulmonary, (n=1) thromboembolism, (n=2) cerebral, (n=1) death, (n=4) kidney / urinary, (n=3) liver / gi, (n=1) positioning-related. Intraoperative surgical complications: (n=145) dural lesion, (n=10) fracture vertebral structures, (n=2) nerve root damage, (n=22) other, (n=1) spinal cord damage. Postoperative surgical complications - before discharge: (n=4) other, (n=3) bowel / bladder dysfunction, (n=5) csf leak / pseudomeningocele, (n=4) epidural hematoma, (n=3) implant failure, (n=5) implant malposition, (n=9) motor dysfunction, (n=4) other hematoma, (n=4) radiculopathy, (n=5) sensory dysfunction, (n=4) wound infection deep, (n=2) wound infection superficial. Surgery follow-up complications - early (< 28 days): (n=3) csf leak/ pseudomeningocele, (n=1) discitis, (n=1) implant malposition, (n=5) motor dysfunction, (n=2) other, (n=1) recurrence of symptoms, (n=3) sensory dysfunction, (n=1) wound infection superficial. Surgery follow-up complications - sub-acute (2-6 months): (n=1) csf leak/ pseudomeningocele, (n=2) extravertebral hematoma, (n=1) fracture vertebral structures, (n=1) other, (n=1) wound infection deep. Surgery follow-up complications - late (> 6 months) (n=1) csf leak/ pseudomeningocele, (n=1) implant malposition, (n=1) instability, (n=1) other. Reoperations at any level due to: (n=20) implant failure, (n=11) adjacent segment pathology, (n=13) neurocompression, (n=10) instability, (n=8) failure to reach therapeutic goals, (n=12) wound healing problem, (n=7) postoperative infection superficial, (n=7) postoperative infection deep, (n=9) non-union, (n=2) spinal imbalance. (N=12) hardware removal, (n=2) implant malposition, (n=2) csf-leak, (n=17) other, (n=26) unknown. Reoperations at adjacent level due to: (n=15) implant failure, (n=9) adjacent segmentpathology, (n=10) neurocompression, (n=10) instability, (n=7) failure to reach therapeutic goals, (n=9) wound healing problem, (n=4) postoperative infection superficial, (n=6) postoperative infection deep, (n=7) non-union, (n=2) spinal imbalance, (n=10) hardware removal, (n=1) implant malposition, (n=1) csf-leak, (n=13) other, (n=10) unknown. Reoperations at same level due to: (n=18) implant failure, (n=6) adjacent segment pathology, (n=10) neurocompression, (n=9) instability, (n=7) failure to reach therapeutic goals, (n=10) wound healing problem, (n=6) postoperative infection superficial, (n=6) postoperative infection deep, (n=9) non-union, (n=2) spinal imbalance, (n=10) hardware removal, (n=1) implant malposition, (n=1) csf-leak, (n=12) other, (n=9) unknown. United kingdom (n=7), postoperative general complications - before discharge: (n=1) kidney / urinary, (n=1) pulmonary, (n=1) thromboembolism. Intraoperative surgical complications: (n=1) dural lesion. Postoperative surgical complications- before discharge: (n=1) bowel / bladder dysfunction, (n=1) implant failure. Reoperations at any level due to: (n=1) unknown. Reoperations at adjacent level due to: (n=1) unknown. Reoperations at same level due to: (n=1) unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 - 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra): spine tango implant report ¿ expedium, in a total of 2431 patients (2522 procedures; 1083 male and1439 female; mean age was 64.7 years) from december 21, 2011 to january 16, 2024. The following complications have been identified per country: belgium (n=14). Postoperative general complications - before discharge: (n=1) liver / gi. (N=1) other. (N=1) positioning-related. (N=1) pulmonary. Intraoperative surgical complications: (n=1) dural lesion. Postoperative surgical complications - before discharge: (n=1) wound infection deep. Reoperations at any level due to: (n=3) postoperative infection deep. (N=1) sagittal imbalance. (N=4) hardware removal. Reoperations at adjacent level due to: (n=1) postoperative infection deep. (N=1) sagittal imbalance. (N=3) hardware removal. Reoperations at same level due to: (n=1) postoperative infection deep. (N=1) sagittal imbalance. (N=3) hardware removal. Portugal (n=1). Postoperative surgical complications - before discharge: (n=1) radiculopathy. Slovenia (n=7). Intraoperative surgical complications: (n=4) dural lesion. (N=1) fracture vertebral structures. Postoperative surgical complications - before discharge: (n=1) csf leak / pseudomeningocele. (N=1) implant malposition. Switzerland (n=443). Intraoperative general complications: (n=5) anaesthesiological. (N=4) cardiovascular. (N=1) other. (N=1) pulmonary. (N=3) thromboembolism. Postoperative general complications - before discharge: (n=6) cardiovascular. (N=4) other. (N=6) pulmonary. (N=1) thromboembolism. (N=2) cerebral. (N=1) death. (N=4) kidney / urinary. (N=3) liver / gi. (N=1) positioning-related. Intraoperative surgical complications: (n=143) dural lesion. (N=10) fracture vertebral structures. (N=2) nerve root damage. (N=23) other. (N=1) spinal cord damage. Postoperative surgical complications - before discharge: (n=4) other. (N=3) bowel / bladder dysfunction. (N=5) csf leak / pseudomeningocele. (N=3) epidural hematoma. (N=3) implant failure. (N=5) implant malposition. (N=8) motor dysfunction. (N=4) other hematoma. (N=4) radiculopathy. (N=4) sensory dysfunction. (N=4) wound infection deep. (N=2) wound infection superficial. Surgery follow-up complications - early (< 28 days): (n=3) csf leak/ pseudomeningocele. (N=1) discitis. (N=1) implant malposition. (N=5) motor dysfunction. (N=2) other. (N=1) recurrence of symptoms. (N=3) sensory dysfunction. (N=1) wound infection superficial. Surgery follow-up complications - sub-acute (2-6 months): (n=1) csf leak/ pseudomeningocele. (N=2) extravertebral hematoma. (N=1) fracture vertebral structures. (N=1) other. (N=1) wound infection deep. Surgery follow-up complications - late (> 6 months): (n=1) csf leak/ pseudomeningocele. (N=1) implant malposition. (N=1) instability. (N=1) other. Reoperations at any level due to: (n=19) implant failure. (N=9) adjacent segment pathology. (N=10) neurocompression. (N=9) instability. (N=8) failure to reach therapeutic goals. (N=12) wound healing problem. (N=7) postoperative infection superficial. (N=7) postoperative infection deep. (N=9) non-union. (N=2) spinal imbalance. (N=11) hardware removal. (N=2) implant malposition. (N=2) csf-leak. (N=16) other. (N=23) unknown. Reoperations at adjacent level due to: (n=14) implant failure. (N=8) adjacent segment pathology. (N=8) neurocompression. (N=9) instability. (N=7) failure to reach therapeutic goals. (N=9) wound healing problem. (N=4) postoperative infection superficial. (N=6) postoperative infection deep. (N=7) non-union. (N=2) spinal imbalance. (N=9) hardware removal. (N=1) implant malposition. (N=1) csf-leak. (N=12) other. (N=7) unknown. Reoperations at same level due to: (n=17) implant failure. (N=4) adjacent segment pathology. (N=8) neurocompression. (N=8) instability. (N=7) failure to reach therapeutic goals. (N=10) wound healing problem. (N=6) postoperative infection superficial. (N=6) postoperative infection deep. (N=9) non-union. (N=2) spinal imbalance. (N=9) hardware removal. (N=1) implant malposition. (N=1) csf-leak. (N=11) other. (N=7) unknown. United kingdom (n=6). Postoperative general complications - before discharge: (n=1) kidney / urinary. (N=1) pulmonary. (N=1) thromboembolism. Intraoperative surgical complications: (n=1) dural lesion. Postoperative surgical complications- before discharge: (n=1) bowel / bladder dysfunction. (N=1) implant failure. This is for an unknown depuy spine expedium. This is report 4 of 5 for (B)(4).